Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported system iop compensation issues. Iop compensation is activated but shuts itself off during the procedure for several seconds. The patient experienced hypotony with choroidal folds accompanied by bleeding. The procedure was completed. There have been no long term clinical consequences.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Further information was received indicating that priming was completed before the procedure began. There is no indication of the tubing being kinked, modified or taped to something. No blockages or flow issues were observed with tubing.

Manufacturer narrative:
Corrected information has been provided in g.4: this supplemental medical device report (smdr) is being filed to correct the g.4 date on the initial report, filed earlier. Incorrect date of 05/18/2020 is being corrected to 05/19/2020. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. The company service representative examined the system. The company service representative confirmed the system message (sm) [extraction flow mode is currently not available] in the event log. The fluidics module was replaced as a prevention. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).